Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the right atrial (ra) lead exhibited over-sensed noise which resulted in episodes of inappropriate mode switch. Programming interventions were made. The patient was in stable condition.